Manufacturer narrative:
The field service engineer (fse) serviced a console where the laser power supply (lps) indicator was off; replacing the lps did not resolve the issue. Further inspection revealed a blown fuse on the power distribution board (pdb), which was replaced, but this led to an 821 can bus authentication failure, prompting the return of the pdb for analysis. After installing the new pdb, communication issues between system boards persisted until the resonator was replaced, resolving the problem and confirming the reported event. The returned lps passed visual inspection but didn't pass the functional test as it failed to power on. Analysis of the returned pdb showed the 20 amp laser fuse had burnt open due to an electrical fault which damaged the pdb and caused the system failure.

Event description:
It was reported that the laser unit displayed error e821 and error: 211 (laser power supply brick fault) followed by error 202.2 (e202 lps hardware interlock). The procedure was cancelled. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.